Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty passing a suction catheter through the endotracheal tube of a pediatric ICU patient. Initially, attempted multiple non-invasive interventions had no improvement. The decision was made to perform video laryngoscopy to view the tube and changed. On visualization, the tube was noted to have significant kink, and during exchange, the patient experienced significant desaturations and drop in heart rate that required medications to prevent progression of possible brady cardiac arrest. The patient also required significant suctioning and some airway trauma during the exchange leading to bloody secretions and a subsequent drop in hemoglobin. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, there was difficulty passing a suction catheter through the endotracheal tube of a pediatric intensive care unit (ICU) patient. Initially attempted multiple non-invasive interventions had no improvement. The decision was made to perform videolaryngoscopy to view the tube and changed. On visualization, the tube was noted to have significant kink, and during exchange, the patient experienced significant desaturations and drop in heart rate that required medications to prevent progression of possible brady cardiac arrest. The patient also required significant suctioning and some airway trauma during the exchange leading to bloody secretions and a subsequent drop in hemoglobin.